Manufacturer narrative:
On 01/30/2020, the mentor failure analysis lab received the device for evaluation. On (B)(6)2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant. During visual evaluation of the device a siltex cracking was observed on the posterior view. Within the siltex cracking, a rupture measuring approximately 0.8 cm was noted. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, therefore no further investigation is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis deflation. Concomitant medical products: mentor siltex round moderate profile 200cc saline breast prosthesis, catalog #3542625, lot #268884, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 200cc saline breast prosthesis that deflated after implantation. The patient noticed a difference in the appearance of her right breast. Deflation was later confirmed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2020.